Manufacturer narrative:
Additional information: a4.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed r wave amplitude variation and an x-ray showed lack of slack and causing a dislodgment on the right ventricular (rv) lead. The physician elected to reposition the rv lead. The patient was in stable condition.